Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient visited the office for consultation on (B)(6) 2021 and was found to have a penile curvature, however, he was still eligible for surgery. It was also noted that he had a tight suspensory ligament, which can lead to an increase in the device kinking. The patient received the implant on (B)(6) 2022. After implantation, it was noted the patient had nausea, pain, a sore throat, and drainage. He rated his pain on the 21st as a 7 out of 10. He had no signs of swelling or inflammation. On the (B)(6), during his follow-up, he rated his pain as a 3 out of 10.the patient contacted the office on (B)(6) 2023, regarding interest and evaluation in upgrading the implant for a larger size. After consultation and examination, it was identified that the patient had loose lateral sutures. The patient also was noted to have scar tissue removed during this procedure. During his follow-up on (B)(6), he rated his pain as a 4 out of 10, and expressed he was pleased with the results of the upgrade. On (B)(6) 2023, the patient contacted the office with complaints of a right-side protrusion at the distal penis. He was asked to present to the office and did so, on (B)(6), 2023. Upon evaluation, it was determined that the lateral sutures had loosened and detached due to strong erections after the initial 8-week recovery period. It was noted that there was no limitation on movement of the penis, nor penile function. On (B)(6) 2023, the patient had the implant removed. On the 15th during his follow-up, he rated his pain a 2 out of 10, and noted that he had a sore throat. On the (B)(6) , he stated he was doing well. On (B)(6) 2024, the patient returned to the office with 2 chief complaints: dorsal and left curvature and position dependent erections. He followed up on (B)(6), to which he stated that the curvature persisted. He also noted he was having difficulty maintaining an erection even while taking sildenafil. He stated that it was still position dependent. The patient also voiced concerns of scar nodules at right distal penis and midline shaft. The patient was seen again on (B)(6) 2024, where the curvature remained but it was noted that sensation, urination, and erection were all intact. When he returned on (B)(6), 2024, they continued with his treatment plan and noted there was scar tissue, and the patient was advised to follow up in 5 to 6 months. It is also important to note the patient had a snowboarding accident less than a year prior to initial implantation which had resulted in injury to the pelvis and hip, sexual impotence, tendency toward urinary retention, and potential erectile dysfunction. While he was cleared for surgery and deemed low risk, it is important to note these pre-existing injuries and conditions prior to implantation. Additionally, penile curvature was noted within the patient's medical record prior to the implantation of the device. It is unable to be determined if the curvature reported after the device being implanted and removed is due to the pre-existing curvature, or if the pre-existing curvature was exaggerated due to the implant. Regardless, it can be assumed that the curvature was not solely due to the implant. Similarly, position dependent erections/difficulty maintain erections may be due to his pre-existing erectile dysfunction/sexual dysfunction noted within his medical records. It is noted that this complaint resolved in his follow-up on (B)(6) 2024. The nausea and sore throat noted after implantation on (B)(6) are likely due to anesthesia and are not directly related to the device. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "possible impotence requiring additional treatment," "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures," "cutaneous hypersensitivity reaction," and "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." Pain and fluid drainage is a common and anticipated event in any surgical procedure. After the procedure, the patient receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, pain, erectile dysfunction, and scar formation as an anticipated adverse events and implant extrusion/perforation and suture detachment as anticipated device deficiencies. The instructions for use also list implant extrusion as a potential adverse device deficiency. The root cause of this investigation is known inherent risk of the device. The curvature and erectile dysfunction reported were also noted as pre-existing conditions. The patient also had pre-existing tight suspensory ligament which increases the likelihood of kinking/protrusion. As the device was unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.